Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens reviewed the information provided by the customer. Siemens confirmed that the v-lyte standard a and standard b/salt were replaced prior to the discordant results. Siemens also found elevated fluid delta readings which is associated to air leaks. Contributing factors such as air leaks from fluids cannot be ruled out as the potential cause of the event. The customer had replaced the imt v-lyte sensor and resolved the issue. The instrument was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant sodium patient result was obtained on a dimension vista 1500 instrument upon repeat. The initial result was correct and reported to the physician(s). The same sample was repeated on the same instrument then again on an alternate dimension vista 1500 instrument. The repeat result on the same instrument was considered discordant. The repeated result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium patient result.